Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of device, the third-party service center visually inspected the device and found evidence of foam degradation. Contamination of foam particles found inside the blower kit. The device passed all functional testing. The presence of cosmetic defects found which were lcd screen damaged, scratches on upper enclosure, damaged buttons on upper enclosure. The device was remediated and corrected.